Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements measuring 157 ohms. It was noted that the lead conductor is fractured. Subsequently, the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.